Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. One fogarty embolectomy catheter was received by our product evaluation laboratory for a full evaluation. As received, the balloon latex appeared deteriorated. Multiple cracks and tears were evident on balloon latex. Both balloon windings were intact. The spring tip wire was visible, stretched and bent. Leakage was observed from the tears. The edges appear to match at the tears. No other visible damage was observed from catheter body. Evaluation results revealed that reported issue was confirmed. A supplemental report will be forthcoming with the engineering evaluation results.

Event description:
As reported, during use in patient, the balloon of this fogarty embolectomy catheter burst. No further information available. There was no allegation of patient injury. The device was available for evaluation. As per product evaluation, it was found the balloon latex appeared deteriorated and the spring tip wire was visible. Patient demographics unable to be obtained.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process the units go through balloon and winding inspection and a visual inspection. As per specification it is specified that the deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone that appears on the balloon surface as a maze of fine cracks or crazing. Also, in the instruction for use, IFU specifies the storages condition for these catheters. Additionally, in the instructions for use it is indicated that the balloon rupture and catheter separation are the most frequent causes of reported failures as a result of excessive pull force applied to remove adherent material. Also, it is specified that to minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation and pull force for each size catheter must not be exceed. Corrected data: correct date in the initial report in section g3: sep 9, 2025